Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a trial scs system using a surgical lead. It was reported the pt was admitted to the hospital for severe abdominal pain, nausea and hallucinations. The pt reported that 1-2 days following the procedure, she began having difficulty walking and pain in her legs. Follow up info revealed the pt received the ipg on (B)(6) 2012. When seen at her post-operative appointment, the pt had no further complaints of pain or nausea. It was reported the pt is walking with a cane and her incisions are healing well. Effective stimulation was captured post-operatively. The pt was referred to her primary care physician and cardiologist for further follow up.